Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3387s-40, lot# v011138, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 64001, lot# n251181, implanted: (B)(6) 2011, product type: adapter; product ID 3387-40, lot# j0214131v, implanted: (B)(6) 2002, product type: lead; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 64001, lot# n251185, implanted: (B)(6) 2011, product type: adapter. (B)(4).

Event description:
It was reported the patient had one instance of a staph infection and had to have their implantable neurostimulators (ins) removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2014-24056 for information on the patient's concomitant system.